Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high impedance and a lead fracture is suspected. The patients epicardial left ventricular (lv) lead also exhibited high impedance levels. The rv lead was capped and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.